Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor within 10 minutes of 270 mg/dl and 59 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Manufacturer narrative:
(B) (4).

Event description:
It was initially reported that the device was wasted. In 2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to an unsuccessful ring repair.per the operative report: initially, we felt that a simple ring anuloplasty would restore competence, but when we placed a cosgrove band and tested the valve there was at least moderate residual regurgitation. Accordingly, we excised the anterior leaflet and rimmed the mitral anulus with pledgeted mattress sutures of 2-0 tevdek, which we then passed through a 29mm medtronic mosaic porcine bioprosthesis.